Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked and ovalized on its distal tip. Conclusions: evaluation of the returned device revealed that it was kinked and ovalized in the distal shaft. The observed ovalization may have occurred due to forceful gripping or pinching of the ace68 during preparation for use or re-loading into the parent catheter for the second pass. Further forceful manipulation of the ovalized ace68 may have contributed to the kinks observed in the distal shaft. Interaction with the balloon portion of the non-penumbra catheter may have also contributed to the damage observed in the ace68 distal shaft. The damage observed in the distal shaft may have contributed to the reported lack of aspiration reported during the procedure; however, fluid was aspirated through the ace68 without issue during functional analysis. The non-penumbra catheter and penumbra system 3max reperfusion catheter (3maxc) mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician advanced a non-penumbra balloon guide catheter towards the internal carotid artery and then advanced the ace68 toward the mca using a non-penumbra guidewire through a penumbra system 3max reperfusion catheter (3maxc). After initiating aspiration for one hundred and twenty seconds, the physician noticed that the back-flow was dripping at intervals and decided to remove the ace68. Since patency was not obtained after the first pass, the physician attempted a second pass using the ace68. Upon removal of the ace68 after the second pass, the physician noticed that the tip of the ace68 was kinked and ovalized. Therefore, the procedure was completed using a new ace68 and the same guidewire and 3maxc. It is unclear if the damage to the ace68 occurred during the first pass. In addition, the physician did not mention resistance while advancing the ace68 towards the treatment site during the first and second pass. There was no report of an adverse effect to the patient.